Manufacturer narrative:
Correction: removing helix damage complaint from h6 and b5 as this is a passive fixation lead.

Event description:
It was reported during routine generator change out that the right ventricular lead exhibited insulation breach. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
It was reported during routine generator change out that the right ventricular lead exhibited insulation breach and helix damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.